Manufacturer narrative:
Evaluation of the returned cat7 revealed that the catheter was kinked. This is likely the reported fracture. If the cat7 is advanced against resistance or is otherwise mishandled during use, damage such as a kink may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 7 (cat7). During the procedure, a cat7 broke 40cm from the hub. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.